Manufacturer narrative:
Corrections: device availability: the device availability was inadvertently documented as not returned ¿no¿. The device was retuned for investigation. The date returned to manufacturer was corrected to (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears inside the gearbox were damage due to not following the emersion/ sterilization procedures. Therefore, the reported condition was confirmed. It was further observed that the drive shaft was bent, which was indicative of dropping the device onto a hard surface and not using the protective cap. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during routine testing, it was observed that the compact speed reducer device did not spin. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.